Manufacturer narrative:
This report is filed on october 06, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, patient developed an infection at abutment site and subsequently was treated with oral antibiotics, (date not reported) and underwent skin revision during the abutment removal.